Event description:
Information was received from a patient who was receiving 2 mg/ml of hydromorphone at 0.573 mg/day via an implantable pump non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump had been empty since (B)(6) 2017. The patient reported that they recently moved and did not have a physician to fill their pump. The patient began withdrawals from oral medication three days prior to the report. No other symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017. Patient code (B)(4) was removed and patient codes (B)(4) were added to reflect the information received on (B)(6) 2017 that definitively linked the patient's pump to their symptoms of pain and withdrawal.

Event description:
Additional information was received on (B)(6) 2017 from the consumer. It was reported that the patient experienced opiate withdrawal and lower back and neck pain related to the patient's empty pain pump. The patient reported that the event was not yet resolved as the patient was waiting on a referral from the va. The patient's weight and address were reported. No further complications were reported.

Manufacturer narrative:
Corrected to reflect the information received on 2017-jun-13 that the patient experienced both a product problem and an adverse event. If information is provided in the future, a supplemental report will be issued.